Event description:
Reference number: (B)(4). Event occurred in turkey. It was reported that the patient faced insulin flow blocked alarm event on 18-may-2025. The blockage was at the site. The blood glucose level was high and the patient was treated with correction bolus. No further information available.

Manufacturer narrative:
E1: patient city: (B)(6). Patient country: turkey. H11: since no lot number is available, a detailed investigation, tests or reference samples or batch review cannot be concluded. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the omqr procedure.